Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Rear wheels have loose spokes, front casters are worn and loose, front forks are bent.